Event description:
The system resulted in an intermittent no boot situation due to a defective smart switch. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.